Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit doesn't boot. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed that customer had requested for general service inspection visit which will be done once we received po and advance payment as equipment is not in contract. So, the device not yet repaired. The investigation shall be closed now. If any additional information received about service the complaint will be reopened and updated it.